Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation. The unknown device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the instructions for use (ifu0040-6). A definitive root cause could not be determined from the available information. Patient pre-existing/underlying conditions may have contributed to the bleeding. According to the literature paper bleeding may occur where there is adhesion between the stent and tumour. It is also stated that where there is duodenal ulceration caused by the distal end of the stent and mechanical irritation of adjacent arterial wall by the stent mesh bleeding may occur. Overtime there is also association between the bleeding being linked to circumferential tumour encasement. The complaint is confirmed based on customer testimony. From the available information it is known that the patients required further surgical intervention/ additional procedures. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pyeong hwa kim et al 2019 (zib) ¿ ¿embolization for delayed arterial bleeding after percutaneous self-expandable metallic stent placement in patients with malignant biliary obstruction¿. The stent deployment techniques, stent types and configurations were decided by the operators according to cholangiographic findings and initial catheter drainage: unilateral stenting with a single stent placement through a single percutaneous route; unilateral stenting with two-stent placement through different percutaneous routes; bilateral stenting with stent- in- stent technique (off label) through a single percutaneous route (t- configuration) or through different percutaneous routes (y- configuration); bilateral stenting with side-by-side technique (off label japan) through bilateral percutaneous routes; and bilateral stenting in a crisscross configuration through bilateral percutaneous routes. All sems deployments were performed using commercially available uncovered stents (zilver, cook medical, bloomington, indiana. After stenting, one or two temporary ptbd tubes were inserted just proximal to the stent(s). Those were removed after 2¿3 days of clamping after confirmation of patent contrast flow through the stent(s) into the duodenum or jejunum on cholangiography. This file will capture all 20 cases of bleeding: the incidence of delayed sems- associated arterial bleeding was 1.0% (19/1858). Six patients showed hemobilia detected on ptbd tube (n = 6), and the other patients showed hematemesis (n = 7) or hematochezia (n = 6) as clinical manifestations of the delayed sems- associated arterial bleeding. Endoscopy was performed in 11 patients who showed hematemesis (n = 6) or hematochezia (n = 5). However, endoscopic bleeding control was not performed in any of the patients because active bleeding was not evident (n = 5), or approach to the bleeding focus was impossible due to massive arterial bleeding within the duodenum (n = 2), or directly from the distal end of the stent (n = 4). In one patient who showed hematemesis (patient 1), endoscopy was impossible because of huge amount of hematemesis and poor general condition. Another one patient with hematochezia (patient 16) only underwent colonoscopy. Ancillary CT findings showed dilated bile ducts filled with high attenuation soft tissue materials representing hemobilia in four patients, and hemoperitoneum in one patient. Dsa was performed without CT scan in one patients (patient 1). In patient 1, dsa was performed in urgent setting because the patient showed massive hematemesis with profound decrease of hemoglobin level (10.2 to 6.4 g dl-1). 4 cases, 1 uncovered stent used.